Event description:
Provider states the consumer went to swing away the mount and it severed the cord in half. Provider states this is customer abuse no defect of the product. Provider states that the consumer boyfriend required the cable and it not working. Provider states after replacing the joystick the seating no longer works and the seating module is missing from programming. Dealer wanted a quote on a new s4wsb to resolve the issue. No additional information provided.